Event description:
A patient underwent full revision surgery due to high impedance. The explanted lead and generator were returned to the manufacturer for analysis, but analysis on the products has not been approved to date. No additional relevant information has been provided to date.

Event description:
Analysis was approved on the generator. When received, the data was downloaded from the generator and reviewed. The last observed >25% change in impedance showed high impedance for both values, indicating that the high impedance occurred before that date. Visual observation of the generator showed that the negative filter feed-thru wire was broken above gold brazing within the header. Microscopy indicated that the wire experienced reverse bending fatigue. No other visual abnormalities were identified with the generator. When the feedthru wire was reconnected to the negative output, the generator was interrogated and system diagnostics were performed, yielding results within the normal limits. The generator otherwise performed according to functional specifications. The likely source of the high impedance was the broken filter feedthru wire; however, a root cause for the wire break could not be determined. The date that the filter feedthru wire broke could not be determined as no programming history was available for the patient's device. Analysis was approved for the lead. The lead was returned in two portions including one attached tie down and three loose tie downs. Visual analysis did not identify any anomalies. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified with the returned portions of the lead. No additional relevant information has been received to date.